Event description:
A (B)(6) male with a diagnosis of cystic fibrosis presented for peripherally inserted central catheter insertion. It was reported by the user that the patient exhibited signs of a reaction in the form of hives on the forearm of the insertion arm. As of (B)(6) 2011, the patient was fine. There was no report of harm or injury to the patient due to this event.

Manufacturer narrative:
Although the reported device has been successfully implanted and is not available to be returned for an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).